Manufacturer narrative:
Concomitant product(s): a 6946 lead, implanted: (B)(6) 2018; dtma1d1 ICD, implanted: (B)(6) 2018; mcs-p3-29-aoa-us transcatheter valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and it exhibited high thresholds and no capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.